Manufacturer narrative:
Evaluation summary: review of device history records found devices met all acceptance criteria. Review of device usage found no issues with devices from the same lot or other lot numbers. Bench testing of a similar device identified the failure condition only when exposed to excessive torque force. Devices of this size are not to be inserted and rotated per system labeling and training.

Event description:
It was reported that the device broke into two pieces during an attempt to rotate the device into position in the disc space. The proximal piece of the device was completely removed. The distal piece of the device was reported to be in the desired position in the disc space and was left in the patient at the surgeon's discretion. Resulted in no delay in surgery and no reports of adverse consequences to the patient.